Event description:
A customer reported a past low blood glucose (bg) event, with the lowest level recorded at 45 mg/dl. The cause of the low bg was unknown. There was no adverse long-term impact on the customer's blood glucose level as it was managed by consuming glucose tablets. Technical support decided to replace the pump, and customer was guided to use mdi as a backup therapy and instructed on how to put the pump into storage mode before returning it.